Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported, the biotrak driver tip (part number 30100103) broke off inside implant during a surgery, but went undetected. The broken driver tip was discovered on the x-ray during the two-week follow-up appointment. The surgeon decided to leave the driver tip inside the patient. There were no adverse patient consequences reported. No further information was provided.